Event description:
An abstract titled "corpus callosotomy versus vagus nerve stimulation in children with refractory epilepsy: one center's experience" was received. The abstracted noted that one study participant experienced a chronic infection which required removal of the vns device. At this time no further information is available.

Event description:
All attempts for further information have been unsuccessful to date.

Manufacturer narrative:
(B)(4).